Event description:
It was reported that the fowler cylinder was not functioning to specification. No adverse consequence is reported.

Manufacturer narrative:
Device eval was not possible because, the device was lost in international transit.